Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 5 of 5. Per the initial report, the home patient (hp) had a system error 2240 (air in the set alarm). The hp was still connected, supply bag was empty and there was solution in the heater bag. The technical service representative (tsr) asked if any of the bags had come undone. The hp stated no. The tsr explained the alarm and help the hp clear the alarm turning the hc off/on. The hc had a se 2367. The hp turned the hc off/on and the hc went back to press go to start. The hp would finish with a manual bag. Global product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the alarm. The pdrn stated that the home patient (hp) did not have any medical issues or injuries related to the reported alarm. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.